Event description:
It was reported that the handpiece began overheating in the doctor's hands during a lower molar procedure. There was no patient or user injury, and the case was still completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the spindle housing, which failed a maximum temperature rise test on the upper end of the part. The device will be repaired and returned to the customer.